Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, fully opened and closed door 10 times with gantry in different positions. No issues found. Completed system checkout. System was fully functional at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #: (B)(6). H3) the software investigation found that the reported event was not a software issue. Complaint data investigation found the event is due to hardware issue. Replaced the pendant and the hand switch" software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not open. The site had to switch between imaging modes (2d to 3d) before the gantry door would open. There was no delay in surgery. There was no impact on patient outcome.